Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after forgetting to announce a meal, with blood glucose reaching 346 mg/dl and trending steady, while the system indicated 20.94 units of insulin on board. Troubleshooting and education were provided, including review of algorithm steps and monitoring guidance. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms, and no hospitalization. Investigation included customer support assessment and review of use conditions. Investigation of this case revealed no device malfunction or alarm condition and no component issue identified, with use-related factors consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.